Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally programmed and delivered a bolus request for a value of 70 grams of carbohydrates and a blood glucose (bg) value of 228. Reportedly, the customer had only wanted to enter in a bg value for a correction bolus request. The customer reported accepting the bolus delivery; however, realized the error shortly after and stopped the unintended bolus delivery and insulin delivery. At the time of the call, the customer's bg level was 228 mg/dl. The customer called tandem technical support for assistance on what to do as the customer was concerned the 2.7 units that had been delivered would cause bg levels to decline. The customer was recommended to consult with health care provider for advice. The customer understood and disconnected the call. Multiple attempts were made to follow up with the customer; however, no further information was provided regarding the reported event.